Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(6). (B)(4).

Event description:
It is reported that the physician intended to use a protege everflex to treat an unknown lesion. It is reported that the protégé everflex would not advance over the guidewire. The physician completed the procedure using an unknown different sized stent. There is no reported patient injury. Evaluation summary: the protege everflex stent delivery system (sds) was received for evaluation with the distal 4 and 1/2 cells (9 strut levels) deployed . No ancillary devices or cine images from the procedure were available for this investigation. The lock-mechanism was snug-tight. There was liquid residue noted in the clear flush line. A 0035" test guidewire was loaded through the sds without complication. The outer sheath diameter was 0.080" at the marker band and 0.0775" proximal to the marker band when measured with a snap gage. The stent was easily deployed. The distal deployment paddle was removed from the manifold assembly and the inner shaft was pulled back to expose the hypotube section normally secured by the lock thumb-screw. The hypotube component exhibited two witness marks indicating that it had been locked by the manifold thumbscrew.